Event description:
During a cataract extraction procedure, this phacoemulsification handpiece failed to calibrate. Another handpiece was used to complete the procedure.

Manufacturer narrative:
Device was replaced.